Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the status of the error led indicator on the base station was red, the status of the wi-fi (led) indicator on the wireless foot switch (wfs) was red and the color of the battery indicator was green. The fse found that the wfs could still not connect to the base station after several attempts. The fse replaced the wfs and base station. The returned parts have been analyzed and it was found that the output command signals were not working due to an internal loose connector. After the replacement of the wfs and base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the field safety corrective action 2021-igt-bst-020 but it is related to an internal loose connector. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was unable to connect to the base station. No harm was reported to philips. Philips has started an investigation of this complaint.